Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: as reported, while treating a post-partum hemorrhage following a cesarean section with placenta previa using a bakri tamponade balloon catheter, the device leaked. The operator placed the balloon transabdominally, sutured the incision, and then began inflation. Leakage was noted when the balloon was inflated to 200ml. The operator removed the device, and hemostasis was achieved with a new device. The patient lost 500ml of blood prior to use of the device, and 300ml after device placement. No adverse effects were reported due to the alleged malfunction. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, and quality control data. One bakri postpartum balloon catheter was returned for investigation. Inspection of the returned device noted: the catheter was returned in a used condition. A functional test was performed by inflating the balloon with tap water. A leak was confirmed in the balloon. Under magnification, a puncture mark was observed in the balloon material. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows one other complaint associated with the complaint device lot for device leaking. Due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device issue within the entire lot. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." The most probable cause of the puncture was determined to be unintended user error. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. We will continue to monitor for similar complaints this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, while treating a post-partum hemorrhage following a cesarean section with placenta previa using a bakri tamponade balloon catheter, the device leaked. The operator placed the balloon transabdominally, sutured the incision, and then began inflation. Leakage was noted when the balloon was inflated to 200ml. The operator removed the device, and hemostasis was achieved with a new device. The patient lost 500ml of blood prior to use of the device, and 300ml after device placement. No adverse effects were reported due to the alleged malfunction.